Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had issues with blood glucose values and battery failed alarm. Customer had blood glucose value in the range of 40 mg/dl. Customer¿s blood glucose value at time of incident was 348 mg/dl and current blood glucose value was 152 mg/dl. Customer treated this by bolus. Customer did not allege pump was under delivering. Customer performed high pressure test and it was completed. Insulin pump will not be returned for analysis.